Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Dimensional and functional inspection of the returned device revealed no deficiency. Potential non-locking of the proximal had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Scuffed off coating on the thread of the returned end cap confirmed the screw had been inserted. Further typical signs of use ¿ such as scratches on the underside surface of the screws head and scuffed off coating ¿ or even imprints caused by contact with the most proximal locking screw ¿ were not determined. Missing of above features caused by intended use suggested that the end cap had initially not been seated firmly onto the nail. If correctly seated traces of contact would have been apparent on the screw¿s tip ¿ caused by contact with the locking screw ¿ and, usually, on the underside of the screw¿s head ¿ caused by contact with the nail. A gap identified on a received x-ray (and assumed on another one) support above findings. Referring to above available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the end cap was not be verified.

Event description:
It was reported that the surgeon confirmed that the end cap was fixed firmly by x ray but after one month surgery, end cap was becoming loose. And the end cap was removed and changed the new same one. The surgeon said that the reason of the loosening is not clear.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon confirmed that the end cap was fixed firmly by x ray but after one month surgery, end cap was becoming loose. And the end cap was removed and changed the new same one. The surgeon said that the reason of the loosening is not clear.